Event description:
The reporter states that she obtained blood glucose results of 210mg/dl and 77mg/dl on the compact system within 10 minutes. No action was taken based on the readings. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.